Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient stopped feeling any stimulation. Impedance values were taken at 0.7 volts (v) and 3 v. At 0.7v it was >10,000 ohms. At 3v with the reference of electrode 0 impedances were 0/1- 1267 ohms; 0/2- 20,022 ohms; 0/3- >40 ,000 ohms; with reference to electrode 1 impedances were 0/1- 1267 ohms; 1/2- 20,824 ohms; 1/3- >40,000 ohms; with reference to electrode 2 impedances were 2/0- 20,022 ohms; 2/1- 20,824 ohms; 2/3- >40 ,000 ohms. Therapy impedance was also run and group a-1> 4000 ohms. It was noted the patient was programmed on a guarded cathode on 1, 2, 3 at 3.6 v, 300 pw, and 40 hz. An x-ray was also done and everything appeared ok on the x-ray. They did compare this to a post-operative x-ray as well. There were no falls or traumas reported that could be related to this issue. The rep tried reprogramming the patient to 0/1 and increasing the stimulation to 6.6v. The patient did feel stimulation, but too high up on her leg. If it was increased to 7.3 v she felt it in her thighs which were not where she wanted the stimulation. The cause of the event was unknown. The patient experienced increased pain as a symptom resulting from the event. Actions or interventions to be taken to resolve the issue were to be decided. At the time of the report, the issue was not resolved. Relevant medical history included non-malignant pain.